Event description:
It was reported that the patient underwent a posterior surgical procedure. 6 months post-op the patient underwent a revision surgery to remove and replace 3 broken screws. It was reported that the screws shafts were broken right below the tulip head. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The product was returned for evaluation. The screws are broken off just below the head of the screw. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Visual examination of the mas bone screws confirm breakage at the base of the bone screw head, with no witness marks or other damage identified near the fracture surfaces initiation areas which could allow for crack propagation. Optical examination of all fracture surfaces reveals significant damage and fracture surface smearing. Portions of all fracture surfaces provide some evidence of progressive striations, which are indicative of fatigue. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.